Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's angiogram w/intervention procedure, the physician was exchanging out the mpis introducer for the 6fr sheath and as the introducer was being pulled out, the physician noticed the cannula had broken from the hub, distal to the attachment. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.